Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during an infusion set change. The customer's blood glucose was 300 mg/dl. The customer explained that the alarm was resolved by an infusion set change and therefore did not perform troubleshooting. The customer stated that the alarm had occurred during manual prime. The customer was advised that the infusion set would be replaced. The customer agreed to return the infusion set for analysis. The customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.